Manufacturer narrative:
Sales rep has attempted several times to obtain a lot number from the facility. However, the rep reports that the case occurred in (B)(6) and the o.r. Staff has not been responsive to the request. No further information has been received and the product was not returned. The rep also reports that she sent the surgeon a tot demo video and mentioned that she knows there are articles on obstruction with sling placement, however the rep requests that a medical science liason (msl) discuss this material with the surgeon. The msl for the region has been contacted to provide technique feedback. Obstruction is a known adverse event of this procedure and is indicated in the adverse reaction section of #(B)(4) desara and desara blue instructions for use. This risk is mitigated through product labeling (IFU) and surgeon training. All products are by prescription use only and are restricted for use by physicians trained in performing procedures for treating stress urinary incontinence, as indicated in the product labeling.

Event description:
Sales rep reports a case in which a patient had an obstruction with a tot procedure using desara blue. The surgeon found that the sling was really "high up" under the urethra, which was not where she apparently placed it. The surgeon is concerned that it is either the result of the sling or her technique. The event occurred in (B)(6) 2018 but was not reported to the sales rep until recently. The implant was not returned for investigation and not further information including lot number has been received.